Event description:
Patient reported that infusion set leaked. Patient's blood glucose was 390 mg/dl. After changing infusion sites, the patient's blood glucose returned to normal. No treatment was received.